Manufacturer narrative:
Argus case: (B)(4).

Event description:
Got allergic reaction. Difficulty of breathing. Airway side was swollen [airway edema]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of allergic reaction in a female patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive max seal. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced allergic reaction (serious criteria hospitalization), difficulty breathing (serious criteria hospitalization) and airway edema (serious criteria hospitalization and gsk medically significant). The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the allergic reaction, difficulty breathing and airway edema were unknown. The reporter considered the allergic reaction, difficulty breathing and airway edema to be related to polident denture adhesive max seal. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information received from the pharmacist via call center representative on 16 july 2021. Female consumer purchased the product from pharmacy, and the mother of purchaser used the product. Used for one day, got allergic reaction, the difficulty of breathing, so got hospitalized in university hospital. Patient said that she used the product one day, then the hospital said it's allergic reaction from the product. Patient doesn't have any previous special disease. Pharmacist said since (the patient) had difficulty of breathing, seems like her airway side was swollen.